Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instruction for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using a gore® excluder® aaa endoprosthesis, and a gore® dryseal flex introducer sheath as an accessory during the procedure. A vessel injury in the left external iliac artery was reportedly observed on an intra-operative angiograph. An additional stent graft was placed to extend the stent graft system into the left external iliac artery. The left internal iliac artery was covered by the additional stent graft (not planned preoperatively). The patient tolerated the procedure. It was reported that the access vessel was highly stenotic, with marked calcification and extreme tortuosity. The physician reportedly had difficulty advancing the device from the left femoral artery, and there was a feeling of damage to the vessel when passing near the stenosed region of the external iliac artery.